Event description:
The customer reported that while the iabp was in use on a pt running on ac power, the iabp shut down approx 20 mins after power up. The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company representative replaced the power supply. The iabp was tested to factory specification. It functioned normally and was returned to the customer.